Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. It was reported by the account that the mandrel/stylet is noted to be bent coming out of the guide wire exit notch. In this case, it is possible that the balloon dilatation catheter (bdc) was inadvertently mishandled during unpackaging such that the mandrel/stylet became bent and subsequently resulted in the reported difficulty removing the mandrel/stylet. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that upon removing the 3.75x12mm nc trek balloon dilatation catheter (bdc) from the packaging, the end of the stylet was bent outside the guide wire exit notch; therefore, the stylet could not be removed from the device and the bdc was no able to be used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.